Event description:
Internal jugular central venous catheter found to have a 1 1/2mm crack with fluid leaking from it. Line clamped. Pt's blood sugar 47. Rn administered 2 ounces of formula via nasogastric tube and inserted a peripheral IV to restart octreoide (inhibits secretion of insulin) infusion. Rn monitored blood sugars until stable. Crack in central venous line repaired.